Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse evaluated the erbe generator, and confirmed there was no trouble found. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. It was also confirmed that the mcs and fenestrated bipolar forceps instruments were used in subsequent procedure(s). Based on the information provided, the cause of the alleged customer reported event cannot be determined; however, the surgeon speculated that the renal cyst was filled with a lot of fluid; as a result, energy could have been transmitted through the excessive liquid and caused the thermal colon injury . A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted renal cyst decortication, the patient experienced a thermal injury to the colon. As a result, the patient underwent a second procedure to repair the injury to the colon.

Event description:
It was reported that during a da vinci-assisted renal cyst decortication, the patient experienced a thermal injury to the colon. As a result, the patient underwent a second procedure to repair the colon. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted a nurse at the site to gather additional information regarding the reported event: on (B)(6) 2020, a female patient aged (B)(6), weight (B)(6) kgs underwent a da vinci-assisted renal cyst decortication. The surgery was successfully completed with no reported intra-operative complications. However, postoperatively the patient complained of severe abdominal pain, nausea, and vomiting. The patient¿s abdomen was reported to be distended. On (B)(6) 2020, a CT scan of the abdomen was done, and the patient was immediately taken in for an exploratory laparoscopic procedure. At that time, there was a thermal injury identified on the right colon. The surgeon had to do a right hemicolectomy (resection) to repair the colon. The patient is reported to be recovering well. The surgeon speculated that the right renal cyst (the target tissue) was close to the right colon. The cyst was filled with a lot of fluid; as a result, energy could have been transmitted through the excessive liquid and caused the thermal colon injury that went undetected. The surgeon had confirmed that there was no arcing witnessed during the procedure. The tip cover accessory installed on the monopolar curved scissors (mcs) did not exhibit any signs of thermal damage. The site had confirmed that there was no allegation of a malfunction of an isi device, system, or accessory. The nurse had confirmed that the mcs and the fenestrated bipolar instrument would be used in subsequent procedures.